Event description:
Procedure: radiofrequency ablation. Reportedly, about 20 seconds after activating the instrument (40 w), the patient reported leg pain. The surgeon removed a return electrode pad from left femoral region, then he/she confirmed 1st-degree burn (2cm x 1cm). And then, water blisters were confirmed on right femoral region. The burned area of left femoral region was near the connector of return electrode pad. Water blisters of right femoral region were at the periphery of return electrode pad. The burn and the water blisters were immediately treated with ointment and ice.